Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege in the years following his surgery, patient suffered from discomfort and pain in his hips, groin, and legs. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege in the years following his surgery, pt suffered from discomfort and pain in his hips, groin, and legs. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position.